Event description:
Device 1 of 2. Ref MFR report #1627487-2013-05848. The pt had two leads from the same lot. It was reported the pt's scs system was explanted for an unk reason.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.